Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-13162, 1627487-2021-13163, 1627487-2021-13165, 1627487-2021-13166, 1627487-2021-13167, 1627487-2021-13168. It was reported that effective therapy was never established for the patient. As a result surgery may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the patient's system was explanted to address the issue.